Event description:
It was reported that the patient had to replace the valve with another strata ii after seeing the symptoms returning.

Manufacturer narrative:
(B) (4). The device has not been returned from the manufacturer.